Manufacturer narrative:
While in the lesion of the superficial femoral artery, the user kept the pusher tube in a fixed position while moving the outer sheath proximal to the pusher tube; however, the smart flex 6x40 stent did not deploy at all while in the vessel. The physician then withdrew the system and used another smart flex to complete the case. After the procedure, the physician tried to deploy the stent outside of the patient¿s body, the stent was than slightly/partially deployed. The device was handled and stored according to the instructions for use (IFU). The device was prepped per the IFU. The temperature exposure indicator on the pouch was checked and confirmed that black dotted pattern with grey background was clearly visible. The device was inspected prior to use and nothing unusual was noted about the device. The stent was still constrained within the outer member/sheath after the device was removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty experienced while flushing the stopcock or the stent delivery system. The lesion was measured to be 5mm in diameter. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The lesion was noted to have a little calcification and the vessel had a little tortuosity. A non-cordis .035 guidewire was used as the sds had no difficulty advancing/tracking towards the lesion. The sds did not pass through any acute bends. No unusual force was used or applied during the procedure. There was no reported patient injury. The device was retuned for analysis. One non-sterile smart flex 6x40 vas 120cm was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially opened. Per visual analysis, the stent of the unit was observed deployed approximately 1.5 mm. The strain relief was observed bent as received. Also, the hypo tube rod of the unit was observed slightly bent. No other anomalies were observed. The usable and outer sheath length of the stent delivery system couldn¿t be measured due to the bent condition of the unit, as received. Per functional analysis, deployment test of the stent was performed successfully; neither resistance nor any anomalies were observed during the test. Blood residues were observed on the stent. No damages were observed. A product history record (phr) review of lot 237618 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ was confirmed since the unit was received deployed approximately 1.5 mm. However, the deployment test of the stent was performed successfully; neither resistance nor any anomalies were observed during the test. Usable and outer sheath length dimensional analysis couldn¿t be performed due to the bent condition of the hypo tube rod and the strain relief. The cause of the partially deployed stent, the bent condition of both the hypo tube rod and the strain relief observed on the unit as received, could not be conclusively determined. Procedural and handling factors such as the user¿s interaction with the device during deployment as well vessel characteristics (although unknown) may have led to the reported event. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ if resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, while in the lesion of the superficial femoral artery, the user kept the pusher tube in a fixed position while moving the outer sheath proximal to the pusher tube; however, the smart flex 6x40 stent did not deploy at all while in the vessel. The physician then withdrew the system and used another smart flex to complete the case. There was no reported patient injury. After the procedure, the physician tried to deploy the stent outside of the patients body, the stent was than slightly/partially deployed. The device was handled and stored according to the instructions for use (IFU). The device was prepped per the IFU. The temperature exposure indicator on the pouch was checked and confirmed that black dotted pattern with grey background was clearly visible. The device was inspected prior to use and nothing unusual was noted about the device. The stent was still constrained within the outer member/sheath after the device was removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty experienced while flushing the stopcock or the stent delivery system. The lesion was measured to be 5mm in diameter. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The lesion was noted to have a little calcification and the vessel had a little tortuosity. A non-cordis .035 guidewire was used as the sds had no difficulty advancing/tracking towards the lesion. The sds did not pass through any acute bends. No unusual force was used or applied during the procedure. Device is being returned for evaluation. Additional information was requested; however, the information was not obtained.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8,g4, h1, h2, h3 additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Manufacturer narrative:
While in the lesion of the superficial femoral artery, the user kept the pusher tube in a fixed position while moving the outer sheath proximal to the pusher tube; however, the smart flex 6x40 stent did not deploy at all while in the vessel. The physician then withdrew the system and used another smart flex to complete the case. After the procedure, the physician tried to deploy the stent outside of the patient¿s body, the stent was than slightly/partially deployed. The device was handled and stored according to the instructions for use (IFU). The device was prepped per the IFU. The temperature exposure indicator on the pouch was checked and confirmed that black dotted pattern with grey background was clearly visible. The device was inspected prior to use and nothing unusual was noted about the device. The stent was still constrained within the outer member/sheath after the device was removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty experienced while flushing the stopcock or the stent delivery system. The lesion was measured to be 5mm in diameter. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The lesion was noted to have a little calcification and the vessel had a little tortuosity. A non-cordis .035 guidewire was used as the sds had no difficulty advancing/tracking towards the lesion. The sds did not pass through any acute bends. No unusual force was used or applied during the procedure. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 237618 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ deployment difficulty - partial deployment¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) ¿system handling ¿ precautions. Do not use if it appears to be damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while in the lesion of the superficial femoral artery, the user kept the pusher tube in a fixed position while moving the outer sheath proximal to the pusher tube; however, the stent did not deploy at all while in the vessel. The physician then withdrew the system and used another smart flex to complete the case. There was no reported patient injury. After the procedure, the physician tried to deploy the stent outside of the patients body, the stent was than slightly/partially deployed. The device was handled and stored according to the instructions for use (IFU). The device was prepped per the IFU. The temperature exposure indicator on the pouch was checked and confirmed that black dotted pattern with grey background was clearly visible. The device was inspected prior to use and nothing unusual was noted about the device. The stent was still constrained within the outer member/sheath after the device was removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty experienced while flushing the stopcock or the stent delivery system. The lesion was measured to be 5mm in diameter. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The lesion was noted to have a little calcification and the vessel had a little tortuosity. A non-cordis .035 guidewire was used as the sds had no difficulty advancing/tracking towards the lesion. The sds did not pass through any acute bends. No unusual force was used or applied during the procedure. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.